Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a couple years after the implantable neurostimulator (ins) was implanted, it had to be replaced because they had to charge all of the time. They noted that they were using the ins at a high rate. The patient stated that prior to ins removal, it was taking them 12 hours to charge, and it would deplete quickly, until it just stopped charging all together. The patient does not recall what year they noticed the ins taking longer to charge and depleting quicker. No further complications or symptoms were reported or anticipated.